Event description:
Fedex freight reported via chemtrec report that a carrier employee was handling a damaged bottle of rapicide pa high-level disinfectant and obtained burns on their fingers. The carrier employee washed their hands with water and was advised to seek medical treatment should his symptoms worsen or not improve.

Manufacturer narrative:
Through follow-up with the carrier employee, it was disclosed that bottles of rapicide pa high-level disinfectant became damaged in transit due to impact by other freight located in the carrier's vehicle. To date, steris has not been informed of this event directly from the user facility. The lot number subject of the event was not provided. Should additional information become available, a follow-up report will be submitted. No additional issues have been reported.